Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced ongoing intermittent elevated blood glucose (bg) levels between 250-270 (mg/dl) since beginning pump therapy. Reportedly, the customer believes the pump settings have attributed to their elevated bg levels. Pump boluses were delivered to address bg levels. At the time the event was reported, the customer's bg level was 73 (mg/dl). Reportedly, the customer will visit their health care provider to discuss diabetes management.